Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity in the right common iliac artery. A 10.0 x 39 mm omnilink elite was advanced to the lesion with no resistance noted. The omnilink elite stent was deployed at the lesion with very good results. During removal of the device, it was impossible to withdraw the balloon through the 6fr sheath. The omnilink elite balloon was fully deflated and negative pressure was applied during the attempt to withdraw the device, but unsuccessful. Therefore, the omnilink elite and the 6fr sheath were removed together as one single unit. There was no adverse patient effect. There was no significant delay in the procedure. The physician commented that the 10 mm omnilink elite is not compatible with a 6 fr sheath as stated on the box. No additional information was provided.